Event description:
The customer alleged they received a questionable troponin t stat for one patient on their e411 analyzer. The patient's initial result was 0.057 ng/ml. The first repeat result was 0.019 ng/ml. The second repeat result was 0.019 ng/ml. The result of 0.019 ng/ml was considered correct and it was reported outside the laboratory. There were no adverse events. The troponin t stat reagent lot number was 17505301 and the expiration date was 11/30/2014. The field service representative found damaged pinch tubing. He replaced the pinch tubing and performed analyzer checks. The customer performed quality control with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.